Manufacturer narrative:
A2) patient age - average age: 66.9 ± 10. A3a) patient sex - majority sex: men (83%). A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from the united states, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, myocardial infarction, perforation, dissection, and thrombus are listed as potential adverse events with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 19may2021) ¿laser for balloon uncrossable and undilatable chronic total occlusion interventions¿. The study retrospectively aimed to examine the impact of laser on the outcomes of balloon uncrossable and balloon undilatable chronic total occlusion (cto) pci. A total of 4,845 cto pci procedural outcomes performed between 2012 and 2020 at 32 centers were enrolled. All lesions were sequentially treated with spectranetics elca laser atherectomy catheters. Procedural complications included 2 acute myocardial infarctions (mi), 2 pericardiocentesis were performed, 7 perforations, 2 tamponades, and 2 dissections/thrombus of donor artery (MDR # 3007284006-2026-00150). Additionally, there was 1 patient death (MDR # 3007284006-2026-00151). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 19may2021 has been used, the date of publication. Karacsonyi j et al_2021_laser for balloon uncrossable and undilatable chronic total occlusion interventions. International journal of cardiology 336 (2021) 37. Doi: 10.1016/j.ijcard.2021.05.015 pmid: 34022321. This report captures the mi, pericardiocentesis, perforations, tamponades, and dissections/thrombus of donor artery that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.